Manufacturer narrative:
We have received the information that the liner was the only medacta product, this is the second revision surgery for this patient.

Event description:
One month after the previous revision surgery, the patient came in due to signs of an infection. The surgeon performed an I&d and revised the poly. The surgery was completed successfully. The inlay was the only medacta product, we do not have information of the other item removed.

Manufacturer narrative:
Batch review performed on 16 march 2020: lot 1907478: (B)(4) items manufactured and released on 2-oct-2019. Expiration date: 2024-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: mectacer ball head, ref and lot unknown. Since lot number is not available it is not possible to perform a document review.

Event description:
One month after the previous revision surgery, the patient came in due to signs of an infection. The surgeon performed an I&d and revised the head and poly. The surgery was completed successfully.